Event description:
The customer reported that the insulin pump alarmed for power system error. The customer also stated that the insulin pump was showing the reservoir with 0 units when it actually was half full. Blood glucose value is unknown. Customer was advised to change the battery and call back to troubleshoot if issue persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.